Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip movement after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and placed in a position. After the clip was deployed, transthoracic echocardiography (tte) showed that the clip was firmly grasped on the anterior but had movement on the posterior leaflet due to a partly shallower grasping area of posterior leaflet. One clip was implanted, reducing mr to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.